Event description:
It was reported that revision surgery was performed due to wear, malpositioning, and edge loading.

Manufacturer narrative:
The patient involved previously reported this event to FDA under MDR reference (B)(4). Smith & nephew have reported the revision of the alternate hip under MDR #3005477969-2012-00056